Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer experienced symptoms of feeling hot, sweating, and was able to provide self-treatment by eating breakfast. No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.